Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the check valve malfunctioned on the bd alaris¿ pump module smartsite¿ infusion set. This event occurred 4 times. The following information was provided by the initial reporter: lmbme has detected an increase in back-check valve failures with alaris infusions sets.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported that the back-check valve failed. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2420-0007 because a lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported that the check valve malfunctioned on the bd alaris¿ pump module smartsite¿ infusion set. This event occurred 4 times. The following information was provided by the initial reporter: lmbme has detected an increase in back-check valve failures with alaris infusions sets.